Event description:
The balloon ruptured at thirteen atmospheres causing a dissecton of the left anterior descending artery. A stent was used to repair the vessel. No pt sequelae was reportedly associated with this event.